Manufacturer narrative:
The device in question was returned to mmdg for evaluation of possible volumetric inaccuracy. During the course of the investigation, it was found that the pump delivered below the +/- 5% range generally considered non-reportable by mmdg. The pump's condition was attributed to the pump being in need of standard calibration and maintenance. The device was serviced and returned to the customer. This is a retrospective filing.

Event description:
The initial reporter stated: "underinfuses w/ 2 sets. Rate=125 ml/hr dose=10 ml using standard setup." No patient involvement was reported, and no further information was provided (B)(4).